Event description:
It was reported that a dehp-free solution administration set¿s tubing disconnected from the luer lock connector. This occurred during infusion of an unspecified drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.